Event description:
It was reported that during prep for a stenting procedure treatment the veriflex (mr) us 32mm 4.50 stent slipped off the delivery system. The lesion being treated was in the right coronary artery. When the scrub nurse pulled on the plastic sleeve protector that covers the stent, it slipped off. This occurred outside the body. The procedure was completed with another of the with same device. No patient complications were reported, and patient status was listed as ok.

Event description:
It was reported that during prep for a stenting procedure treatment the veriflex (mr) us 32mm 4.50 stent slipped off the delivery system. The lesion being treated was in the right coronary artery. When the scrub nurse pulled on the plastic sleeve protector that covers the stent, it slipped off. This occurred outside the body. The procedure was completed with another of the with same device. No patient complications were reported, and patient status was listed as ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was received in two sections as a result of a break in the midshaft. The break was located at 2.7cm distal to the proximal edge of the midshaft. The hypotube was severely kinked at various locations along its length. No issues were noted with the profiles of the crimped stent, balloon and tip sections of this device. The crimped stent was secured in its correct position on the balloon. Device analysis of the returned device determined that the condition of the returned device was not consistent with the complaint incident, as the stent was reported to have dislodged, but was found to be fully crimped on the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).